Event description:
It was reported that the remaining battery longevity unexpectedly decreased from the expected longevity since the last follow-up. Follow-up schedule has been shortened and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.